Event description:
On november 11 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed a strip related error message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred 4 months prior to contacting lfs. The patient manages his diabetes with humalog and lantus insulin and stated that he increased the dose of his medication by administering a couple more units of humalog in response to the alleged issue. The patient reported that 3 to 4 months after the alleged issue occurred, he developed a symptom of fungus in mouth and that 3 weeks prior to contacting lfs he visited a clinic where he was prescribed a liquid gel to treat the symptom. During the call the cca noted that the patient did not have testing supplies available to troubleshoot the issue. The product was replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.